Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of lower extremity deep vein thrombosis had a filter successfully deployed with no immediate complications noted. Approximately two weeks post filter deployment, CT scan demonstrated the ivc filter with extraluminal migration of the medial limbs. Approximately three years eight months post filter deployment, during an office visit, CT scan demonstrated the filter in a tilted position with at least two limbs outside of the vena cava. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two weeks post filter deployment, CT scan demonstrated the ivc filter with extraluminal migration of the medial limbs. Approximately three years eight months post filter deployment, CT scan demonstrated the ivc filter in the lower vena cava in a tilted position with at least two limbs outside of the vena cava. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, perforation of filter strut(s) into organs and tilt with the filter embedded in the caval wall was alleged. The filter was successfully removed during a retrieval procedure. There was no reported patient injury.